Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was in a motorcycle crash and the touchscreen is now shattered and no longer responsive. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.